Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl, which was addressed with a bolus, via the pump. At the time of the report, the customer's bg level was down to 300 mg/dl. The customer believes there was an infusion set site issue and declined further troubleshooting with tandem's technical support. Customer declined to provide infusion set information.